Event description:
A hospital in (B)(6) reported to our distributor that a humidifier heater wire alarm was activated after 2 to 3 hours of use with an rt104 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tube of an rt104 adult breathing circuit were tested during a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. No lot check could be performed as the breathing circuit lot number was not provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire became an open circuit post production. (B)(4).